Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with what appeared to be an infected pump. The pump and catheter were removed due to infection. The patient was treated with antibiotics. The device system was delivering baclofen. It was later reported that the pump pocket was noted to be indurated and erythematous. A CT scan demonstrated abscess formation. Pus was found in the pump pocket. The pump and proximal catheter were removed; the intrathecal catheter was left in place; a hemovac drain was inserted; the pump pocket was irrigated with antibiotic solution; the incisions were closed; and the patient was taken to the recovery room in satisfactory condition. Cultures were sent to the lab of the pump pocket pus, the proximal catheter fluid, and csf (cerebrospinal fluid) from the lumbar intrathecal catheter.